Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported damaged tubing during use. Description: patient returning from procedure in or to mdu, when turning a corner parent accidentally hit the wall with the IV pole (gently, no pulling on lines) and pump began to alarm. Upon further inspection by rn, it was noted that the IV tubing had completely severed inside the air detector underneath the clamp. IV tubing switched to new tubing. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No detectable harm to patient, however risk for infection as open line attached to central venous line when it severed.

Manufacturer narrative:
The customer reported the tubing had completely severed, and returned one used sample of material 11171447, lot 25085321. Upon initial visual examination, the set verified the complaint of tubing damage, and was completely sliced through about an inch below the safety clamp. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was unable to trace the reported issue to the manufacturing process. The root cause is unknown, with possible user cause as reported by customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.